Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis(ipp) due to the device not functioning since 2017. The ipp remains implanted and active and the reservoir was repositioned.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.